Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation (flared stent) could not be confirmed. The reported difficult to remove the protective sheath could not be tested as it was based on operational circumstances and the protective sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely that inadvertent mishandling during protective sheath removal, as resistance was reported, contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the difficulty removing the protective sheath off a 2.25x18mm rx mulit-link 8 stent delivery system was felt. The sheath was removed; however, the struts were noted to be flared/lifted. The device was not used in the patient and the procedure was successfully completed with an unspecified non-abbott device. There was no clinically significant delay in the procedure. No additional information was provided.